Event description:
It was reported the drug lumen was occluded. Two ekosonic pulmonary embolism (pe) catheters were being used in a bi-lateral pe case. The physician called the helpline with questions about a downstream occlusion (dso) on the tissue plasminogen activator (tpa) line for one of the catheters. It was noted the catheter had been occluded for at least two hours. The physician attempted to flush the catheter with a 3 cc syringe but was unsuccessful. During flushing, resistance was met, they were not able to forward flush fluid, fluid came out the wire/ultra-sonic core (usc) port. No patient complications were reported. Further information has been requested but has not been obtained at this time.